Event description:
Patient spontaneously said she changed her cartridge this morning at 7 am and a few hours later the pump started beeping that the cartridge had been removed. She tried troubleshooting through what the pump was asking her to do, but had no success. She switched over to her backup pump. No harm done to patient. Shipping new pump for tomorrow. Defective pump (sn# (B)(4)) will be returned for inspection. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.